Event description:
On (B)(6) 2012, lifewatch received an email from the client executive (B)(6), regarding a daily recording which showed atrial fibrillation (af) rhythm for the patient on (B)(6) 2012 yet the atrial flutter burden for the day was 0%, so an investigation was conducted. An act ex report was pulled for 72 hours, during and surrounding the time in question to determine if the patient was in sinus rhythm or atrial flutter. The manufacturer was notified on (B)(4) 2012 and it was determined that the report did not contain atrial flutter or sinus rhythm and the device should have triggered for atrial fibrillation.

Manufacturer narrative:
Act cell phone monitor, model #com001, serial # (B)(4).